Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and replaced multiple hardware parts including all electrodes (reference, na, k and cl) and the buffer valves to resolve the issue. The fse cleaned the sample probe, the sample pot and the reference pot and primed the analyzer. The fse performed diagnostic test, selectivity check, calibration, and quality control, which all passed. The fse verified the analyzer resumed normal operation. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining erratic patient results for ion selective electrode (ise) sodium (na), potassium (k) and chloride (cl) on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.